Manufacturer narrative:
The report of broken cracked plastic for the rear case was confirmed. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the kit shielded re pcu rear cases. Biomed stated that the (4) pcu rear cases had chipped, stressed cracks. The customer confirmed that there was no patient involvement.